Manufacturer narrative:
Investigation findings: items returned: - n/a visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging was not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination could not be performed as this information was not available at the time this investigation was performed. Complaint system review: a search of the complaint handling system could not be performed to determine if other similar complaints exist for this batch number, because the batch number was not provided for the product on this complaint file. IFU review (additional information can be found in the IFU): potential complications potential complications include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. Warnings and precautions ¿ the web aneurysm embolization system is intended for single use only. The detachment control device is intended to be used for one patient. Do not re-sterilize and/or reuse the device. Reuse and/or re-sterilization can increase risk of infection, cause a pyrogenic response or other life-threatening complications. Reuse and/or re-sterilization can degrade product performance, leading to device malfunction. Dispose of all devices in accordance with applicable hospital, administrative and/or local government policy. ¿ advance and retract the device slowly. Do not advance the delivery device with excessive force. Determine the cause of any unusual resistance. Remove the device if excessive friction is noted and check for damage. ¿ do not rotate the delivery device during or after delivery of the embolization device. Rotating the device may result in damage or premature detachment. ¿ the embolization device cannot be detached with any other power source other than a microvention inc. Detachment control device. Ensure that at least two detachment control devices are available before initiating an embolization procedure. Procedure detachment of the device 31. The detachment control device is pre-loaded with batteries and will activate when the delivery device is properly connected. 32. Verify that the rhv is firmly locked around the delivery device before attaching the detachment control device to ensure that the embolization device does not move during the connection process. 33. Ensure that the delivery device gold connectors are clean and free from blood or contrast. If necessary, wipe the connectors with sterile water and dry before connecting. 34. Insert the proximal end of the delivery device into the detachment control device. When the delivery device is properly connected, the light will flash green, and an intermittent tone will be heard. 35. Verify the embolization device position before pressing the detachment button. 36. Push the detachment button. During firing, the light should be solid green, and the beep should be continuous. 37. Verify detachment by first loosening the rhv valve, then pulling back slowly on the delivery device and verifying that there is not embolization device movement. If the embolization device does not detach, push the detachment button again. If the device is still not detached, obtain a new detachment control device and attempt detachment up to two additional times. If it does not detach, remove the delivery device. 38. Verify the position of the embolization device angiographically through the guide catheter. 39. Prior to removing the microcatheter from the treatment site, place an appropriately sized guidewire completely through the microcatheter lumen to ensure that no part of the embolization device remains within the microcatheter. Investigation conclusion: the physical device was not available for evaluation to determine if a condition existed that would have caused or contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. This information may be updated if additional information is provided at a later date. This report addresses the third web. The first web is referenced under MFR report# 2032493-2024-00564. The second web is referenced under MFR report# 2032493-2024-00565. Bibliography for the above referenced article ¿propensity score-matched comparison of web 17 and web 21 with 4-7 mm device sizes for the treatment of unruptured lntracranial aneurysms:¿ goertz, lukas, et al. "Propensity score-matched comparison of web 17 and web 21 with 4¿7 mm device sizes for the treatment of unruptured intracranial aneurysms." Clinical neuroradiology (2024): 1-10.

Event description:
It was reported through an article received entitled ¿propensity score-matched comparison of web 17 and web 21 with 4-7 mm device sizes for the treatment of unruptured intracranial aneurysms,¿ for web 21: one event for an unruptured aneurysm (width: 5.3 mm) in the concave wall of the paraophthalmic internal carotid artery (ica) was spherical in shape, making it suitable for treatment with a 6mm web sls. As a sidewall aneurysm, the angle between the aneurysm and the parent artery was approximately 90 degrees. Due to the right-angled orientation and the curvy anatomy of the paraophthalmic ica segment, it took several attempts to place the via 21 microcatheter inside the aneurysm, but a centered position of the tip was not possible. The web sls 6mm (web 21 system) was deployed, but after unfolding of the tip in the center part, the web could not be pushed into the aneurysm, and further deployment pushed the microcatheter back into the parent vessel. Therefore, the web had to be removed. The authors believe that treatment with the web 17 system would have been successful due to the lower profile and more flexible design and the availability of angled via microcatheters. The aneurysm was treated with balloon-assisted coiling in the same session, achieving near complete occlusion. One event reported a subarachnoid hemorrhage caused by aneurysm perforation with the distal tip of the web 21 in a middle cerebral artery (mca) bifurcation aneurysm and perforation with the guide wire in a web 21 treated acom aneurysm. The patient was discharged to a rehabilitation center with a mrs 3. There was one additional aneurysm perforation caused by the tip of a web 21 during treatment of an acom aneurysm with subarachnoid hemorrhage, but the patient had no neurological symptoms and was discharged with a mrs o after a short stay in the intensive care unit. One event reported was a minor stroke due to thromboembolic infarction caused by web 21 embolization of an anterior communicating artery (acom) aneurysm. The patient had mild symptoms but fully recovered during the hospital stay (mrs 0 at discharge). Four asymptomatic thromboembolic complications occurred, and the thrombus was dissolved with i.a. Tirofiban infusion, and 1 case with an additional stent was implanted to fix the thrombus to the vessel wall. There were no asymptomatic bleeding events and no arterial dissections. Five aneurysm re-treatments reported for 2 acom, 1 para ophthalmic ica, 1 mda bifurcation, and 1 ba tip, which consisted of stent-assisted coiling and flow diverter implantation, which were performed within the 12-month follow-up period. Four web 21 deployment failure cases reported for 2 acom and 2 para ophthalmic internal carotid artery (ica), with sharp aneurysm vessel angles, protrusion, and technical defect of detachment. These cases were subsequently treated with either stent assisted coiling, balloon-assisted coiling, and standalone coiling. This is a multicenter, retrospective, observational study of individuals treated with the web 21 device between june 2015 and september 2023.